Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the primary tubing is bubbling inside the pump segment could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2420-0500, lot number: 18126794 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge / balloon in silicone segment / pump segment with lot#: 18126794 regarding item#: 2420-0500 due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced tubing expansion / ballooning. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 18126794. We have noted a recent trend where primary tubing is bubbling inside the pump segment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced tubing expansion/ballooning. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: 18126794. We have noted a recent trend where primary tubing is bubbling inside the pump segment.